Manufacturer narrative:
Concomitant medical products: catheter, model#: 8781, serial #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that while they were connecting the spinal and pump catheter segments, the catheter connector broke. The cause of the issue was not determined; and not troubleshooting was required. The physician didn't have a catheter kit for backup, so he decided to replace the pump segment using that content in the catheter kit model 8731sc. Patient symptoms were not reported; drug in the pump was not reported.